Manufacturer narrative:
E3 - occupation: vascular surgeon. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a leak was found to be coming from the suture hole of an unknown zenith flex aaa endovascular graft bifurcated main body (tffb) that had been initially implanted 8 years ago in an unknown patient. It was noted that when the aorta pulsated, blood would flow through the suture hole. Imaging was provided of the explant procedure for the investigation. Examination of the imaging revealed a leak in the leg of the zenith flex aaa endovascular graft bifurcated main body (tffb) and a leak at the suture line of the zenith flex aaa endovascular graft iliac leg (zsle). The grafts were explanted from the patient on (B)(6) 2023 and discarded by the facility. Indication for the explant was due to endoleaks resulting in aneurysm expansion. Multiple type iii endoleaks at the suture points for the "z" stents were identified. The patient remained inpatient after the procedure. He developed pneumonia and hypotension, this lead to ischemic colitis and was determined to be the cause of death. The patient died on (B)(6)2023. The underlying conditions that contributed to the patient's death were listed on the death certificate as pneumonia (interval from onset to death: one week) and abdominal aortic aneurysm (interval from onset to death: (10 years). Additionally, it was noted on the death certificate that tobacco use contributed to the patient's death. The focus of this report is the endoleak in the suture line of the zenith flex aaa endovascular graft iliac leg. A separate report (MDR # 1820334-2023-00470) for the same patient (B)(6) captures the endoleak in the zenith flex aaa endovascular graft bifurcated main body (tffb).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: (B)(6) hospital - south informed cook on 13apr2023 of an event in which a leak was observed coming out of a hole in the main body graft during explant of the device of a patient captured under MDR # 1820334-2023-00470. When the aorta pulsated, blood would flow through the suture hole. The complaint device was a tffb (unknown product lot). The initial procedure was approximately eight years ago. On (B)(6) 2023, the graft was explanted due to aneurysm expansion, identification of multiple type iii endoleaks at suture points for the z stents, development of pneumonia leading to hypotension, leading to ischemic colitis, and the patient passed away 15 days after the procedure. On (B)(6) 2023, the rep confirmed a leak in the iliac leg graft was present in video 2 that was provided, therefore this complaint was opened. The patient had pre-existing conditions of anxiety, htn, hld, cad, mi (2013), pci mid rca des (2013 & 2018), chf diastolic dysfunction (ef 40-50%), aaa (s/p evar in 2014, 2019, 2021- stents x3), copd, current smoker, gerd. It is unknown if the patient followed protocol per the instructions for use (IFU) of the device. The physician determined the cause of death to be due to ischemic colitis/pna. Reviews of documentation including the complaint history, drawing, quality control procedures, specifications, manufacturing instructions (mi), and instructions for use (IFU) of the complaint device were conducted during the investigation. The complaint device was not returned for investigation; therefore, no physical examination could be conducted. However, medical imaging was provided by the customer for expert review. Upon review, the complaint of pulsatile leaking through the zsle and the tffb at explant is confirmed. Existence of these leaks prior to explant is not confirmed. The multiple pulsatile endoleaks should have been localizable on the cta arterial phase. Because the proximal seal zone was breached by aortic wall thickening, a tiny type ia endoleak was more likely the cause of aneurysm growth. The multiple suture hole endoleaks were more likely provoked by sac decompression and graft mobilization at explant. Even when multiple fabric holes are present at explant, type ia endoleaks are associated with growth much more commonly than fabric defects. (Jvasc surg 2004; 40:1-11.) The endograft underwent additional interventions prior to explant. The right ibe would have been implanted at an additional intervention. Prior to this, aaa expansion through a type ib endoleak may have driven superior aneurysm growth that later resulted in proximal seal zone expansion. Extensive aaa sac glue embolization indicates further attempts to remedy type ii endoleak leak. Proof of unprovoked type iiib suture hole endoleak can be achieved with ultrasound and angiography using an occlusion balloon and hand injection. (J vascsurg 2001; 34:190-7.) Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. The device was packaged with IFU t_zaaaf_rev5. The IFU includes the following, warnings, precautions, and instructions for proper placement of the device. 4 warnings and precautions: 4.1 general: additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging clinical experience indicates that contrast -enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system components, proper placement of the graft, and desired procedural outcome. 5 adverse events: 5.2 potential adverse events: aneurysm enlargement, aneurysm rupture and death, claudication (e.g., buttock, lower limb), endoleak. Endoprosthesis: improper component placement; incomplete component deployment; component migration, component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion surgical conversion to open repair 7 patient selection and treatment: 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy, co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity), patient¿s suitability for open surgical repair, patient¿s anatomical suitability for endovascular repair, patient¿s ability to tolerate general, regional, or local anesthesia, iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that it is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture ay be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. 12 imaging guidelines and postoperative follow-up: 12.1 general: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT. Based on the information provided, expert review of medical imaging provided by the facility, and the results of our investigation, cook could not establish a definitive cause for the reported failure mode. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.